Event description:
It was reported that there was a separation between the female connector and main body of two (2) minicap transfer sets. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to a1: patient identifier: none (previously submitted as unknown). Correction made to a2, a3a, a4-a6: na (previously submitted as ni). Correction made to b6 & b7: na (previously submitted as ni). Correction made to d10: concomitant product: na (previously submitted as ni). Additional information was added to b5, h6, and h11: b5: during follow up, it was clarified that there was a separation between the female connector and main body of one (1) minicap transfer set [previously submitted as two (2)]. There was no patient involvement (previously submitted as there was no report of patient injury or medical intervention associated with this event). H11: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The photograph and video were reviewed and showed a separation between the female connector and main body. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.